Manufacturer narrative:
Section h10: (h3) based on previous complaint investigation history, the description of the incident, and the returned device, the broken glenoid skid reported was likely the result of applying a bending moment to one end of the instrument which led to fracture of the device.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the surgeon was trialing implant sizes, used skid to dislocate shoulder and it snapped. The male patient was last known to be in stable condition following the event. No parts or pieces fell into the patient. The device is to be returned.